Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield activation failure occurred during use with a pegasus bl 22ga x 0.75in prn-cap y. The following information was provided by the initial reporter, "after completed penetration and during needle disengagement, it's noticed that safety shield activation failure as well as safety shield stuck at the catheter hub."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7265157. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that shield activation failure occurred during use with a pegasus bl 22ga x 0.75in prn-cap y. The following information was provided by the initial reporter, "after completed penetration and during needle disengagement, it's noticed that safety shield activation failure as well as safety shield stuck at the catheter hub."